Event description:
The reporter stated the surgeon implanted a 12.6mm vicm12.6 implantable collamer lens in the pt's right eye on (B)(6) 2011. The lens was explanted on (B)(6) 2011 due to low vaulting. The lens was exchanged for a longer lens.

Manufacturer narrative:
(B)(4).